Event description:
The caller states that customer is reporting a hilo intermediate that had a cuff leak. The caller stated he did not know whether the cuff was tested prior to insertion or if patient's teeth were tearing the cuffs. The patient was re-intubated.

Manufacturer narrative:
The tube was discarded and therefore, not available for failure investigation. No analysis or conclusions can be drawn without the device. The lot number was provided and the manufacturer will review the lot history records.